Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found bubbles in the buffer syringe due to a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Fse performed calibration and quality control, which all passed. The fse verified analyzer resumed normal operation. A2, a4, and a5: information not provided by customer. E1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer did not report initial high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.